Event description:
"Tip of the plug driver broke cleanly off the instrument, most likely during closure of cross connector. It was not observed at the time the instrument broke. Post-op fluoroscopy was performed before the pt left the or suite to verify proper positioning and alignment of the hardware. At that time a suspect metallic object was observed in the fluoro image. The incision was reopened and the foreign body was retrieved. It was confirmed that the foreign body was indeed the tip of the plug driver. The pt's incision was closed and the pt was sent to recovery without incident."